Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During insertion of definitive acetabular cup, surgeon (dr. (B)(6)) was striking end of cup impactor handle, parts of the handle surround broke off. No debris fell into wound. Cup was found to be fully seated. Patient was stable.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint of a cracked handle. Previous investigations found design is attributed to the handles cracking; eco 256356 was implemented on (B)(4) 2008 to change the material from (B)(4). The returned device was manufactured prior to these changes. Eco-416321 was implemented on (B)(4) 2013 that further changed the material from (B)(4). Further corrective action is not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.